Event description:
Customer reportedly obtained the following professional meter/compact plus results within 10 minutes: 61 mg/dl/104 mg/dl, 85 mg/dl/160 mg/dl, 91 mg/dl/204 mg/dl. Customer was given juice after result of 61 mg/dl. Caller also reports the compact plus meter memory reports of 00 mg/dl, 08 mg/dl, and 691 mg/dl while customer's diary reflects results of 103 mg/dl, 90mg/dl, and 104 mg/dl respectively. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.